Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), rash ("allergy: rash"), skin disorder ("allergy: skin condition"), uterine prolapse ("uterine prolapse"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salping (bilateral), oophorectomy (bilateral), hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, rash, skin disorder and uterine prolapse outcome was unknown and the bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, dyspareunia, pelvic pain, rash, skin disorder, urinary tract disorder and uterine prolapse to be related to essure. The reporter commented: patient received treatment for bladder/urinary problems. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Previously reported event "injury" is replaced with "pelvic pain", events-" dyspareunia (painful sexual intercourse), abdominal pain, rash, skin condition, uterine prolapse, bladder/urinary problem" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.